Manufacturer narrative:
The valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day after the implant of this transcatheter bioprosthetic valve, a right coronary artery occlusion was noted and was treated. The following day, the root of the right coronary artery was occluded and acute myocardial infarction occurred. Coronary angiography revealed a shadow around the valve which was suspected to be thrombus. Anticoagulation administration and thrombus aspiration were performed and improvement was noted. Echocardiogram was performed and the thrombus could not be confirmed. In a follow-up appointment, the thrombus was not pointed out. It was reported that the patient had a history of atrial fibrillation (afib) and anticoagulation. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve was implanted at a depth of 4 millimeter (mm) non-coronary cusp (ncc) and 4 mm left coronary cusp (lcc). Patient was on anti-coagulation medication for atrial fibrillation (afib) prior to the thrombus formation. The thrombus formed in the native sinus which flowed into the coronary artery leading to the coronary occlusion. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.